Event description:
It was reported to physio-control that the customer's device displayed the charge-pak, attention and service wrench icons in the device's readiness display. The device could not be powered on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the digital pcb assembly caused the internal hlc batteries to deplete and the device not to power on. Physio-control then further evaluated the digital pcb assembly and determined that the cause of the reported failure was due to the capacitor, designator c74 on the digital pcb assembly being shorted. The capacitor, designator c74 on the digital pcb assembly being shorted caused the internal hlc batteries to deplete and the fuse, designator f1 on the analog pcb assembly to be open, which caused the device not to power on.a replacement device was provided to the customer under warranty.